Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump error alarm confirmed in the insulin pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.